Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed and was later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that beginning (B)(6) 2014. The right ventricular threshold is greater than 2.5 volts and varying between 0.625 and greater than 2.5 volts.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.